Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to following conclusions: the jaws of the endowrist one vessel sealer instrument broke into two pieces and were recovered. However, at this time, it is unknown how they were retrieved.

Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received a medwatch report mw5056179 and it was reported that "endo wrist vessel sealer harmonic jaw broke into two pieces during surgical procedure 'robotic assisted pancreatic duodenectomy'. The two pieces were recovered. The robotic vessel sealer was working and then quit working during procedure." Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.